Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the patient parameters (pp) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u5. Physio observed that ic chip u5 was shorted, which led to a fuse, designator f3, to become open and cause the observed continuous reset, as well as the delay in booting up and the service indicator.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that when powering the unit on that it would continuously reset by itself and take over 30 seconds to complete the boot-up cycle.